Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained low blood glucose of 44mg/dl, and the paramedics treated her with food and glucose tablets. The customer stated that she gave a correction bolus and then started to feel disoriented. The customer's recent glucose reading was 343mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer stated that she has reduced the recommended bolus. No further info was provided.